Event description:
The patient had an ivc filter placed during gastric bypass surgery in 2008. The patient was admitted with chest pain. Through testing, it was discovered that the ivc filter had displaced into the right ventricle. The patient will have surgery to remove it at a time still to be determined.

Manufacturer narrative:
Date of event: 2011, month and day unknown. Implant date: 2008, month and day unknown. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The patient had an ivc filter placed during gastric bypass surgery in 2008. The patient was admitted with chest pain at which time it was discovered that the ivc filter had migrated into the right ventricle. The patient will have surgery to remove it at a time still to be determined. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1207171 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure (possibly a result of gastric bypass surgery) can lead to the fracture and migration of ivc filters. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. There is not enough information to draw a definitive clinical conclusion between the device and the reported event.